Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (B)(4) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the packaging lots obtained through the ship history report were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2011, navilyst medical complaint report was reviewed for the product family of vaxcel piccs and for failure modes for or related to a fractured catheter or difficulty removing the catheter from the pt. No adverse trends were identified. The catheter was returned in three pieces. Microscopic examination showed that catheter was cut near the suture wing, most likely during extraction. The catheter was pinched slightly just proximal to the 15cm mark and was also broken at this point. The appearance of this break is consistent with a catheter that was pulled longitudinally to failure. The root cause of the defect appears to be related to the tortuous anatomy and clogged veins reported by the hospital. Most likely this led to the distal portion of the catheter being retained within the venous system during removal, and attempts to remove the catheter resulted in the fracture. No evidence that manufacturing deficiencies contributed to the complaint. Manufacturing process controls related to this device include the following: a 100% leak/occlusion test to verify the proper assembly and patency of the catheter assemblies. Visual inspection to verify proper catheter assembly. Guidewire test to verify lumen patency. Incoming inspection of the catheter tubing includes but is not limited to: visualizing for kinks, indentations, sharp bumps, scratches, or physical damage. Also required are various dimensional inspections, a guidewire inspection for lumen occlusions, tip tensile testing and verification that the molecular weight of the tubing is within specification. (B)(4).

Event description:
As reported by navilyst medical's distributor in (B)(6), the pt has had a 5f PICC device in place since (B)(6) 2010. In (B)(6) 2011, difficulty was encountered when attempting to remove the catheter in the oncology department; the catheter stretched but could not be pulled out. An 0.035 glidewire was inserted and the PICC snapped at approx 6cm from the entry site when it was pulled. Under fluoroscopy, a s-shaped kink had been noted in the PICC line in the axilla overlying the lateral margin of the scapula. The physician then opted to try and retrieve the PICC with a 20mm gooseneck snare via the right common femoral vein. The PICC was ensnared, but when pulled on could not be removed. The PICC appeared to be adhered within the axillary vein. Attempts to push a 6f, then an 8f sheath form the skin exit site over the PICC line trying to dislodge it from the vein, failed. A venogram showed an area of spasm and short segment narrowing in the midportion of the axillary vein. Eventually, a 10mm gooseneck snare was advanced from the arm skin site, and the PICC was pulled into the sheath. The entire PICC line was recovered. All equipment was removed without difficulty. After a short period of recovery, the pt was discharged home.